Event description:
The customer was hospitalized for high bgs three months ago. Troubleshooting was performed. The lead screw test passed. The programming and histories on the pump were accurate. However, the high-pressure test was not performed due to the lack of clamp. Explained to the customer the two high bg rule. In addition, the alarm history showed an alarm, but the customer did not hear the alarm. The customer called back to inform that the doctor believes the event is due to the pump. A replacement pump was requested.